Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. In addition, the blade has burn marks. The device was connected to a test hand piece and generator and the device did activate during functional testing. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure and continued usage can result in a broken blade. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Event description:
It was reported that during an unknown procedure, the white tissue pad fell off. The fallen piece was retrieved by forceps. The broken piece was disposed of. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.